Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device event logs revealed the alarm was the outcome of an obm valve failure. Obm harness & system pcba replaced to resolve the issue.